Manufacturer narrative:
No solution documented; part replacement needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that geo ipc part failed; mechanical movement partly available on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.